Event description:
It was reported that the patient's left hip was revised due to head dissociation from the stem. Intra-operatively, trunnion wear was noted. The stem, head, and liner were revised to an mdm metal liner, adm/ mdm poly insert, and competitor femoral components. Rep confirmed there are no allegations against the revised liner. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to head dissociation from the stem. Intra-operatively, trunnion wear was noted. The stem, head, and liner were revised to an mdm metal liner, adm/ mdm poly insert, and competitor femoral components. Rep confirmed there are no allegations against the revised liner. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was confirmed via review of the provided medical records by a clinical consultant. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient sustained a femoral head/neck disassociation with trunnionosis sometime after initial implantation. The original implantation date was not given. The patient was revised to including the acetabular liner to an mdm articulation and the femoral stem. And head to a competitor product. I can confirm that the head neck disassociation occurred since I was able to review the x-rays. I cannot confirm the revision since I have no documentation such as office notes, operation reports, or x-rays following revision. The causes of head neck disassociation are multifactorial including surgical technique in the preparation and implantation of the femoral head, patient factors including activity level and bmi, and implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed via review of the provided medical records by a clinical consultant which indicated the following: "this patient sustained a femoral head/neck disassociation with trunnionosis sometime after initial implantation. The original implantation date was not given. The patient was revised to including the acetabular liner to an mdm articulation and the femoral stem. And head to a competitor product. I can confirm that the head neck disassociation occurred since I was able to review the x-rays. I cannot confirm the revision since I have no documentation such as office notes, operation reports, or x-rays following revision. The causes of head neck disassociation are multifactorial including surgical technique in the preparation and implantation of the femoral head, patient factors including activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.